Event description:
The customer alleges that when attempting to defibrillate a patient, believed to be in ventricular fibrillation, with the discharge button pressed no electrical output was delivered. The defibrillator displayed "defib failure cycle power error 8" and the defibrillator could not be switched on after power was cycled.